Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor breast implant experienced unknown-sided breast pain post procedure. The issue was discovered during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information provided. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).